Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the contrast mixture was 50% contrast, 50% saline instead of the recommended 60% contrast medium diluted 1:1 with normal saline as stated in the preparation for use section of the nc trek instructions for use (IFU). Additionally, it was reported that the balloon was not submerged prior to use. The IFU preparation for use section states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a moderately tortuous lesion in the proximal left anterior descending artery (lad), a 4.0x8 nc trek rx dilatation catheter was advanced with some resistance and the balloon was inflated to 8 atmospheres for 15 seconds (atms) to post dilate a successfully implanted 3.5x38 xience prime stent. The balloon was inflated a second time at 14 atms for 15 seconds. An attempt was made to deflate the balloon; however, the balloon only partially deflated. After approximately 30 seconds of applying negative pressure using an abbott inflation device, the physician disconnected and reattached the inflation device and inflated the balloon again to approximately 4 atms and then quickly attempted to deflate, unsuccessfully. The physician retracted the balloon catheter with significant resistance, as well as the guide wire and guide catheter into the ascending aorta where the balloon was inflated to 22 atms in an unsuccessful attempt to rupture the balloon. Using the same inflation device, the balloon was ultimately completely deflated. The balloon catheter was retracted into the guide catheter and removed all through the femoral sheath. A new nc trek rx 3.5 was used to successfully complete the case using the same inflation device. There were no adverse patient effects or clinically significant delay in procedure. Reportedly, the device was not prepped per the instructions for use and contrast was not diluted per the instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4) - contrast incorrect; incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.